Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte day aligners, patient reported that their bottom aligners are cutting the sides of their tongue. Patient had to do a lot of filing to get them to not cut their tongue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.